Event description:
The hosp reported that during the completion of a saphenous vein harvesting procedure, a "foreign substance" was noticed attached on the short port. The surgery was completed without any pt complications. Based on failure analysis the "foreign substance" was a piece of silicone.